Event description:
High impedance was observed on this patient¿s device during an internal analysis review. A review of device history records for the lead shows that the device passed all functional specifications prior to release and no unresolved non-conformances were found. No other relevant information has been received to date.